Manufacturer narrative:
Additional information received indicated the patient was admitted to the hospital with urosepsis and acute on chronic renal failure. A transesophageal echocardiogram was performed and noted to have mitral valve endocarditis. The patient was transferred to another hospital and had mitral valve replacement. Post-operative, the patient developed progressive renal failure, disseminated intravascular coagulation and a stroke. The patient was changed to do not resuscitate status and subsequently died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Event description:
Asku.

Event description:
An implantable pulse generator and two pacing leads were returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased. Follow up information obtained indicated the cause of death was endocarditis and congestive heart failure.